Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the black box indicated one loss of prime warning on 07/12/2016. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no loss of primes occurring. The force sensor calibration was found to be within required specifications. The pump casing was opened and no defects were found to the force sensor pins. The complaint could not be duplicated on investigation.